Manufacturer narrative:
Medical device expiration date: na. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing with bd max¿ system, bd max¿ instrument false positive results were obtained. Repeat testing obtained negative results. There was no report of patient impact. The following information was provided by the initial reporter: after repeating (with a new smear) this sample with biogx run 2093 instrument cm0114, position a11 was negative.

Manufacturer narrative:
Investigation summary : the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) ) had a "false positive" result. Customer reported receiving false positive results on certest sars-cov-2 assay, but a repeated run with biogx samples end in a negative result. Service reviewed the database and determined that the issue is either storage issue or contamination and did not note any issue with the instrument. Review of device history record for instrument serial number, ct0446 is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on 23mar2016, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument ct0446 and no additional work order was observed for the complaint failure mode reported. No sample was returned for investigation, therefore returned sample analysis was not performed. Root cause cannot be determined with the information provided. The complaint is unconfirmed by service. H3 other text : see h10.

Event description:
It was reported that while testing with bd max¿ system, bd max¿ instrument false positive results were obtained. Repeat testing obtained negative results. There was no report of patient impact. The following information was provided by the initial reporter: after repeating (with a new smear) this sample with biogx run 2093 instrument cm0114, position a11 was negative.

Event description:
It was reported that while testing with bd max¿ system, bd max¿ instrument false positive results were obtained. Repeat testing obtained negative results. There was no report of patient impact. The following information was provided by the initial reporter: after repeating (with a new smear) this sample with biogx run 2093 instrument cm0114, position a11 was negative.

Manufacturer narrative:
Medical device expiration date: na. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.